Event description:
Additional information received reported the patient had a defective patient programmer. She was sent a new programmer and the event was resolved.

Event description:
Telemetry issues were reported. The recharger and clinician programmer were unable to communicate with the implantable neurostimulator. The patient stopped feeling stimulation in the past couple days. Use of the antenna locate feature resulted in a power-on-reset (por) condition being displayed on the recharger which then lead to the normal recharging screen. All eight coupling boxes were shaded and the neurostimulator was recharging.